Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the device is not recognizing multiple sets of pads.

Manufacturer narrative:
(B)(4). Replacement pads resolved the issue. (B)(4).